Event description:
The hcp reported the pt fell at home landing on their back. The pt subsequently developed increased spasticity and itching. An x-ray was done that showed a break in the catheter at the level of insertion between spinous processes. The pt was admitted to the intensive care unit, a lumbar drain was inserted, and the pt was given intermittent boluses of baclofen. The catheter was replaced, developed a leak, and was repaired at the catheter connector. The pt was discharged to home and recovered without sequela.